Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient accidentally announced three dinner meals on the ilet system and remained in range per both the pump and a confirmatory fingerstick; education and troubleshooting were provided, including guidance to continue monitoring and treat potential lows with food. Symptoms included no reported hypoglycemia or hyperglycemia at the time of contact. Outcomes included continued home monitoring without alarms, alerts, or need for medical intervention. Investigation included user interview, blood glucose verification by fingerstick, and review of pump-reported status. Investigation of this case revealed user error in meal announcements with device performance consistent with expected operation. It was concluded, based on previously established findings for similar reports, that the cause was use error.